Manufacturer narrative:
(B)(4). The device was not returned to abbott vascular for investigation. The return of the device may have aided the investigation in determining a cause for the experienced event. It should be noted that the starclose instructions for use indicates to stabilize the device at the angle of the tissue tract, gently retracting the device until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension on the artery. Pulling the device a little harder, as reported, may have been a contributing factor to this event, but cannot be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the device lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this event and without the product to examine, a definitive cause for the reported experience cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect technique (pulling device). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician, trained in the use of the starclose se, attempted arteriotomy closure of a non-calcified right common femoral artery after a diagnostic procedure. Reportedly, the locator wings had been deployed, and the physician was pulling back the device when he felt a little plaque and pulled the device a little harder. The device came out of the groin and manual compression was applied to achieve hemostasis. There was nothing abnormal at the access site. The patient did not experience any adverse effect. When the device was inspected, no plaque, tissue or any material was seen attached to the locator wings. Though requested, no additional information was provided.